Event description:
A hospital in (B)(6) reported via a distributor that an mr290v autofeed humidification chamber was not filling with water. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.